Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission showed intermittent undersensing on the right ventricular (rv) lead. An alert was also noted to have been triggered for non-sustained episodes and short v-v intervals. It was later determined that the patient had a perforation and the lead was repositioned. No further patient complications have been reported as a result of this event.